Event description:
Scrub nurse started applying stapler load to stapler when "it broke". Broken load removed from field and replaced with new load. This did not reach the patient. This did not delay the operation.